Manufacturer narrative:
B3: the exact event date is unknown, therefore 01-sep-2023 is used as the event date. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on an unknown date in (B)(6) 2021, the patient underwent an endovascular treatment of the right common iliac artery aneurysm using a gore® excluder® aaa endoprosthesis (iliac extender endoprosthesis) and a non-gore stent graft (afx, main device). The iliac extender endoprosthesis was implanted in the right iliac artery to extend the non-gore stent graft. On an unknown date in (B)(6) 2023, a simple CT confirmed the right common iliac artery aneurysm was enlarged. On (B)(6) 2024, a reintervention was performed. Only simple CT was performed because the patient¿s renal function was not well. Reportedly, it is unknown what type of endoleak occurred exactly by the simple CT, but a type iiia endoleak from a junction between the non-gore stent graft and the iliac extender endoprosthesis was highly possible and a type iiib endoleak and a distal type I endoleak from the left leg were also considered. Therefore, a gore® excluder® aaa endoprosthesis (aorta extender) was implanted in the terminal aorta and a gore® excluder® aaa endoprosthesis (contralateral leg) was implanted in both legs. A kissing balloon technique was performed to the legs. The procedure was concluded without a confirmation angiography. The patient tolerated the procedure.